Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 at 12 am for low blood glucose. The customer's blood glucose level at the time of hospitalization was not recorded. The customer's parents stated that they will call back to give more information about the hospitalization. No further information was provided.